Manufacturer narrative:
Submit date: 07/14/2017. One sample was received from the customer for evaluation. The sample arrived in two pieces; (1) printed barrel and (2) rigid pack. An inspection of the barrel was performed under normal vision. The reported condition of ¿broken barrel¿ was observed; however, the reported condition of ¿clear substance¿ was not readily apparent under normal vision. The barrel was then placed under lighted magnification. The inspection confirmed a clear substance inside the barrel with trace amounts on outside within 3/8¿ to the top. It was also noted that the substance was evenly dispersed. Droplets/particles were not observed. Silicone is a component on the bill of material for product code 8881512878 and is expected to be inside the syringe. During the manufacturing process, a small amount of silicone is sprayed into the syringe barrel prior to the addition of the plunger. The volume of silicone delivered is monitored weekly. Silicone is added to the syringe to facilitate actuation of the plunger. This material possesses characteristics which include low chemical reactivity, low toxicity, and it does not support microbiological growth. The tamper evident seal on the rigid pack cap was broken. Upon removal of the cap, the assembled plunger rod was found free floating in the sleeve. A review of the device history record (DHR) for lot 16k04863x was reviewed, and no abnormal process conditions were present during the manufacturing of t his product. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The significant causes were then noted and addressed as a corrective and preventative action where appropriate. Silicone application is part of the manufacturing process and a required component of the bill of material. In the event of a broken barrel, silicone may be applied to the top outside portion of the barrel. The root cause identified is an insufficient standard operating procedure (sop) for setting/troubleshooting the assembly machine barrel drop station. The assembly machine barrel drop station is not setup properly, parts jamming. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time. Improvement actions were previously implemented on (B)(6)2017 which include, clearing jams and troubleshooting the barrel drop station. These changes ensure proper handling of the jams and setup/troubleshooting of assembly machine barrel drop stations. The newly created operating procedures will prevent future instance of damage being created. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03/27/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports staff member opened a syringe and found her hands slimy. Looked at the syringe and realized some sort of clear substance was on the outside and inside of the syringe. Also realized that end of syringe barrel broken, which was what caused the plunger to come out. Syringe did not make it to the patient, it was caught prior.